Event description:
I have a phillips dream station CPAP that was supposedly fixed and replaced. The CPAP malfunctioned 4 different ways. I contacted phillips and it was routed to an overseas call center where I explained my issues very clearly. I went through several trouble shooting steps knowing they wouldn't work an I explained I wanted a replacement machine. The man I was peaking with told me and I quote, "use it tonight and if it bothers you call us tomorrow and tell us" this was after being on the phone over 2 hours and explain to them it was not safe to use. I called back the following morning 1/2/2024 and was told "we dont just replace those sorry I understand your frustration, there is nothing we can do". Here I am in need of a CPAP and phillips will not back there product which has known issues.